Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "clarification from the phlebotomist on the events that happened with this needle: venipuncture performed, good flash immediately. First tube put on and blood flowed all the way down into the tubing as expected but only a splatter of blood in the tube. The first tube was removed and the second tube was put on and again a splatter of blood in the tube." 1 of 2 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "clarification from the phlebotomist on the events that happened with this needle: venipuncture performed, good flash immediately. First tube put on and blood flowed all the way down into the tubing as expected but only a splatter of blood in the tube. The first tube was removed and the second tube was put on and again a splatter of blood in the tube." 1 of 2 complaints.